Event description:
It was reported that during a laparoscopic gastrectomy procedure, the tip broke. The blade did not fall into the patient or touch metal. Another device was used to complete the case with no adverse patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.